Manufacturer narrative:
Programmer model 37743 (B)(4), lead model 3778-60 (B)(4) implanted: (B)(6) 2010 explanted: na, lead model 3778-60 (B)(4) implanted: (B)(6) 2010 explanted: na, recharger model 37752 (B)(4).

Event description:
It was reported that patient had coupling and communication issues. The patient used the antenna locator and that action resulted in a power-on-reset condition, followed by a normal recharge screen. If additional information becomes available, a follow-up report will be sent.